Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions of two samples. The customer had neither returned the samples that had caused false positive test results nor the supposedly defective product. Therefore, our quality control laboratory tested the retained sample of anti-human globulin anti-igg solidscreen ii with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human-globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.